Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is wear and tear of the device due to repetitive usage. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/31/2024, it was reported by a sales representative, via (B)(4), that an 0481-100 guide wire gripper broke. This occurred during an orif hip procedure on (B)(6) 2024 that was completed successfully. There was no additional information provided and additional information has been requested.